Event description:
The patient reported they went to ER after experiencing withdrawal symptoms. The patient's pain pump has been alarming and needs to be refilled. The manufacturer and the patient's hcp have been working to secure care for the patient. No specific symptoms were reported. Additional information has been requested from the hcp but was not available on the date of this report.